Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the charged coupled device cover lens, burn on the distal end and deposits on the micro connector. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, however it was investigated through findings from the repair center and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn on the charged coupled device cover lens, burn on the distal end and deposits on the micro connector. A root cause for the burns could not be identified. Based on the results of the investigation, the most likely cause was also not established. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.